Manufacturer narrative:
The user experienced severe hypoglycemia requiring emergency medical intervention and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute symptomatic deterioration requiring treatment with IV dextrose and is consistent with the reported ems transport and hospital treatment. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The hypoglycemia was preceded by several fill tubing events. The user¿s caretaker reported that tubing may have been filled while the infusion set remained connected to the patient, which could result in unintended insulin delivery. Based on available information, a device malfunction was not identified and the event was attributed to use-related factors involving filling tubing while connected to the infusion set. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 21-feb-2026, it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 40 mg/dl, resulting in hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with IV dextrose, and discharged on (B)(6) 2026. No long-term health effects were reported.